Event description:
It was reported through a remote transmission that the patient's pulse generator recorded atrial and ventricular noise. Programming changes were done. The patient was in stable condition.